Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2014 with the following results:a visual inspection of the pump showed no visible damage to the keypad. During testing, all keypad buttons responded appropriately. No sticking occurred. The keypad cover was removed and evidence of contamination was found under the contrast button. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.